Manufacturer narrative:
(B)(6). The ruptured aneurysm was treated with 12 coils including 2 cashmere coils (crc141016-30/c12095 and crc141016-30/g13740) and 10 deltapaq coils (cdf100925-30/c11318, cdf100820-30/c10823, cdf100820-30/f56935, cdf100720-30/f52097, cdf100616-30/g14504, cfd100515-30/f48912, cdf100406-30/c12162, cdf100406-30/g13299, cdf100304-30/f48776, cdf100304-30/f55447) with a balloon as adjunctive technique. This is one of 12 mdrs being submitted for patient identifier (B)(4). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was further reported that the patient experienced the onset of a headache approximately 2 days prior to the angiography that revealed the recurrence within the central coil mass. CT scan was negative and the patient was neurologically intact. An unspecified intervention was performed, and the patient ¿returned to baseline¿ and was discharged the same day the angiography was performed. Corrected data: the date the patient was diagnosed with aneurysm recurrence within the central coil mass was (B)(6) 2013. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported via the pms pac study, a (B)(6) female patient experienced aneurysm recurrence seven and a half weeks after the coil embolization. At the time of the index procedure, diagnostic CT scan showed a diffuse subarachnoid hemorrhage with minimal intraventricular extension and a possible large aneurysm in a left supraclinoid position. The subject had a regular left carotid ophthalmic aneurysm that measured 12 x 10 by 5 mm. The ruptured aneurysm was treated with 12 coils including 2 cashmere coils (crc141016-30/c12095 and crc141016-30/g13740) and 10 deltapaq coils (cdf100925-30/c11318, cdf100820-30/c10823, cdf100820-30/f56935, cdf100720-30/f52097, cdf100616-30/g14504, cfd100515-30/f48912, cdf100406-30/c12162, cdf100406-30/g13299, cdf100304-30/f48776, cdf100304-30/f55447) with a balloon as adjunctive technique. Approximately 15 days after the procedure, the patient experienced hydrocephalus and was unable to pass an external ventricular drain (evd) clamp test, and a vp shunt was placed. A post-operative CT scan showed a shunt in the right frontal horn with new minimal blood along the catheter tract and no acute hemorrhage. The patient was discharged the following day with mrs of 1. An angiogram performed approximately 7 ½ weeks after the index procedure revealed previously coiled left ophthalmic aneurysm with recurrence within the central coil mass. It was further reported that the patient experienced the onset of a headache approximately 2 days prior to the angiography. CT scan was negative and the patient was neurologically intact. An unspecified intervention was performed, and the patient ¿returned to baseline¿ and was discharged the same day the angiography was performed. The site investigator and medical monitor indicated that event was not related to the study device or procedure. Since the devices were implanted, they were not available for analysis. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Aneurysm recanalization after coil embolization is a known event and has been estimated to occur in anywhere from 5% to 38% of coiled aneurysms. Factors which may have a correlation with recanalization post coil embolization include neck size, packing density, and inflow angle. The instructions for use (IFU) precautions that multiple embolization procedures may be required to achieve the desired occlusion of some vessels or aneurysms. With review of the information provided, there is no indication of any manufacturing issues related to the event; therefore, no corrective actions will be taken at this time. This is 1 of 10 final mdrs being submitted with associated manufacture reference numbers: 1226348-2014-00173, 1226348-2014-00174, 1226348-2014-00175, 1226348-2014-00176, 1226348-2014-00177, 1226348-2014-00178, 1226348-2014-00179, 1226348-2014-00180, 1226348-2014-00181, 1226348-2014-00182, 1226348-2014-00183, 1226348-2014-00183.

Event description:
As reported via the (B)(4) study, a patient experienced hydrocephalus with shunt placement 15 days after the index procedure, and angiography revealed aneurysm recurrence seven and a half weeks after the procedure. At the time of the index procedure, diagnostic CT scan showed a diffuse subarachnoid hemorrhage with minimal intraventricular extension and a possible large aneurysm in a left supraclinoid position. The subject had a regular left carotid ophthalmic aneurysm that measured 12 x 10 by 5 mm. The ruptured aneurysm was treated with 12 coils including 2 cashmere coils (crc141016-30/c12095 and crc141016-30/g13740) and 10 deltapaq coils (cdf100925-30/c11318, cdf100820-30/c10823, cdf100820-30/f56935, cdf100720-30/f52097, cdf100616-30/g14504, cfd100515-30/f48912, cdf100406-30/c12162, cdf100406-30/g13299, cdf100304-30/f48776, cdf100304-30/f55447) with a balloon as adjunctive technique. Approximately 15 days after the procedure, the patient experienced hydrocephalus and was unable to pass an external ventricular drain (evd) clamp test, and a vp shunt was placed. A post-operative CT scan showed a shunt in the right frontal horn with new minimal blood along the catheter tract and no acute hemorrhage. The patient was discharged the following day with mrs of 1. An angiogram performed approximately 7 ½ weeks after the index procedure revealed previously coiled left ophthalmic aneurysm with recurrence within the central coil mass. The site investigator and medical monitor indicated that event was not related to the study device or procedure.